Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity drug eluting stent was implanted in the rca during the index procedure. On the same day as the stent was implanted, the patient suffered myocardial infarction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.